Event description:
The customer reported to olympus, the high-definition lcd monitor exhibited no image. It was reported that the event occurred after the room was cleaned by the facility staff. The customer was assisted by an olympus technical assistance center (tac) representative who advised the customer to locate the sdi video cable and instructed the customer to terminate cable to sdi in on rear of monitor and sdi out on the rear of the processor and the video image was present. There was no patient involvement, or user injury associated with this event.

Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed no image most likely due to a serial digital interface in on the back of the monitor and cabling failure to serial digital interface out on the back of the processor. Once corrected, the video image was displayed. The specific root cause of the serial digital interface failure could not be determined at this time. Olympus will continue to monitor field performance for this device.